Event description:
Per the returned paperwork, three months after implantation, the pt developed an infection causing the device to partially extrude. Antibiotic treatment did not alleviate the problem. The pt's device was explanted in 2008. Reimplantation surgery is planned in six months, but had not been scheduled at the time of this report, approx three and a half months later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.